Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had unresponsive buttons and was unable to clear an alarm. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 140 mg/dl at the time of the incident. The customer also stated sleeping on and compressing the button could have been the significant event leading to the keypad issues. The customer also stated that the time on the clock did not advance when monitored for one minute. The customer was advised to change the battery and observe the time for three minutes. The customer stated that the time still did not advance and that there was a button error alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.